Event description:
A patient with an 18fr, 3.4 cm bard button was brought to facility because the button dome broke off inside the patient's stomach. The patient is from out of town adn will follow up with her doctor next tuesday. His plan is to do an x-ray to see if he can see where the dome is. According to the patient's family, the button was in place for over one year. The patient has cerebral palsy and can't speak.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.